Event description:
It was reported that the patient was in the ER with withdrawal symptoms. An alarm was noted. The pump was in safe state with low battery reset having occurred. The patient was sent home with oral medication in stable condition. The pump was later replaced. The medications being delivered via the device system were bupivicaine, fentanyl and baclofen. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete. The device is included in the medical device safety alert, model 8637, synchromed ii implantable drug infusion pump battery performance, physician communication (july 2009).